Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that after all the stapling were done, the doctor before removing the piece, verified the staple line to check, and observed that in the staple line (where he stapled first - green load) there were open staples. Elsewhere on the clip line it presented overflowing of liquids. Test with blue liquid: and did not show blue overflowing through the clamp line. Where it was presenting overflowing of liquids, the surgeon clipped. The surgeon said to the advisor that the fabric was quite thick. First clipped very close to the pylorus.

Manufacturer narrative:
(B)(4). Batch number # r57v8u investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.